Event description:
A pt reported experiencing inaccurate erratic results with lifescan meter. The pt's blood glucose results were 21.2, 2.4, 16.8, 21.2 mmol/l. Tests were done within 20 minutes with a difference of 59%. Pt did not experience any adverse events. No further info has been reported.